Event description:
The patient had a primary shoulder surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and the surgery was completed successfully on (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and the surgery was completed successfully. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the glenosphere and liner. The surgery was completed successfully. Presently, on (B)(6) 2025, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the glenosphere and the surgery was completed successfully.

Manufacturer narrative:
In this follow up has been corrected the description of the section b5: the patient had a primary shoulder surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and the surgery was completed successfully on (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and the surgery was completed successfully. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the glenosphere and liner. The surgery was completed successfully. Presently, on (B)(6) 2025, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the glenosphere and the surgery was completed successfully. In the initial MDR it was reported 21 july 2024 instead of 31 july 2024.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and the surgery was completed successfully. (MDR(B)(4)). On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the liner and the surgery was completed successfully. (MDR (B)(4)). On (B)(6) 2024 the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the glenosphere and liner. The surgery was completed successfully. (MDR (B)(4)). Presently, on (B)(6) 2025, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause is unknown. The surgeon revised the glenosphere and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 january 2025: reverse shoulder system 04.01.0280 sensitin lat. Glenosphere 42xø24.5 lot 2110941: (B)(4) items manufactured and released on 31-jan-2022. Expiration date: 2027-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved in the event (not revised): reverse shoulder system 04.01.0127 humeral reverse hc liner ø42/+6mm (k170452) lot 2317707: (B)(4) items manufactured and released on 06-dec-2023. Expiration date: 2028-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.